Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but has remained implanted, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided,the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use (dfu-0031) warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The cause of the complainant's event could not be determined from the information available. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains implanted in patient.

Event description:
It was reported that the patient had a bioabsorbable corkscrew anchor used in a rotator cuff repair. Since shortly after surgery, she has had a pruritic rash at the insertion site that is only controlled by steroids. The dermatologist has advised that biopsy is consistent with a "drug allergy". The screw was implanted in (B)(6) 2009. According to records, patient started seeking treating for the rash on (B)(6) 2010. No further patient or event information was provided at the time this event was reported.